Event description:
It was reported that a remote transmission shows the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks to the patient due to atrial undersensing of the right atrial (ra) lead during atrial fibrillation. The patient was admitted to the emergency room. The device was reprogrammed. The device and lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.